Event description:
Saw blade broke during surgery. It is not known if all pieces were removed from the surgical site.

Manufacturer narrative:
Dimensional and hardness control was tested on a blade from the same manufacturing lot and product was determined to meet specification. This is the initial report submitted regarding this surgical event and medical device.